Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated that five of the 31g pen needles did not dispense his insulin. Customer stated that he has been using the product out of this package for a few days (did not specify how long). Customer stated that he had used 15-20 of the pen needles out of the 100 that came in the box, and that five of them did not work as intended in dispensing the insulin. Customer stated that he does not have the pen needles that did not dispense properly. The customer is using compatible product and the pen needle is properly aligned. Customer stated the package had not been open or damaged when received. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 16-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed on retain samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.